Event description:
The account generated an elevated wbc of 1.280 10e3/ul on a patient sample using the cell-dyn sapphire. The sample was repeated on a different analyzer with wbc of 0.100 10e3/ul. The smear showed a wbc of about 0.100 10e3/ul which matched the patient's history. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
During evaluation, it was communicated that the customer thinks the issue may have occurred at the time of sample suction. Pre-analytical factors in the sample may have resulted in the elevated wbc result; however, due to lack of submitted data, it is unknown what caused the elevated wbc result observed by the customer. No field service visit to the account was performed. A review of the product labeling concluded that the issue is sufficiently addressed. A review of product history including service and complaint history showed no product issue was identified for the cell-dyn sapphire. Based on this evaluation, a product deficiency for the cell-dyn sapphire instrument could not be identified.